Event description:
Caller reported an issue with the insulin pump, where the insulin gauge displayed an amount different than expected, showing a static fill estimate of 105 units. There was no reported impact to the customer's blood glucose level. Technical support educated the caller that the issue can occur due to a large variance in measured pressures affecting the calculation of insulin remaining. Once the remaining amount equals the displayed static number, the fill estimate will count down normally. Caller understood and acknowledged this explanation.